Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08680 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08680 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that the insulin pump was under delivering. The customer's blood glucose level was 387 mg/dl, 364 mg/dl and 328 mg/dl. The customer reported that the insulin pump was under delivering as they were blousing but the blood glucose level was not coming down. The insulin pump will be returned for analysis.